Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited multiple noise reversion episodes due to lead noise. Later during an unrelated procedure, the physician attempted to address the rv lead noise issue. However, the noise was not reproducible and lead measurements were stable. Physician elected to leave the lead implanted. The patient was stable and will continue to be monitored.